Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. The patient was receiving an unspecified concentration of activated protein c. After an unspecified length of time in use, the tubing separated from the filter. An unspecified amount of blood loss was reported. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.